Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having a "zapping" sensation at the ipg site. The patient's doctor did surgery to explore the ipg and extension with the doctor connecting to the patient's extension and all of the impedances were fine. The old ipg was replaced with good coverage post-operatively.